Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, product ID: 3889-28, lot# va02qa8, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was having trouble getting the patient programmer screen on. Review of applicable battery considerations resolved the issue. It was reported that the patient thought the device was not helping as much as she thought it would. The patient went to the bathroom twice last night and two times this morning. Before implant, the patient was going to the bathroom four to five times a night. The patient never thought it was as good as it was supposed to be. It was noted that the patient¿s trial was good, but she was expecting better from the implant and had high expectations. The patient was on program 3 at 1.4 v, which was recently changed there by the patient¿s physician. The program was switched to program 4 at 1.1v and was going to try that setting and see how it worked for the patient. Follow-up information received reported the cause of the event as the patient had moderate cystocele causing increase in symptoms. It was noted that a pessary was placed a week ago. It was noted that the patient had not tried all programming options available to her, the pessary was placed for bladder support, the patient was to follow-up with the physician and may try additional programs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was having trouble with their programmer. They were getting an upper limit screen at 4.9. The batteries were replaced a month prior to the report and they looked good on the patient programmer icon. The patient was on program 2 at 3.1v and they were feeling the tapping. Since the implant the patient had been having symptoms at night and they would fill up the pad. The patient also had symptoms during the day and sometimes they would have urgency to go and wouldn't make it to the bathroom on time. The patient's doctor was aware of the symptoms and told the patient to keep trying. The patient was having a loss of therapeutic effect.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient always felt stimulation previously. Program 1 was increased to 8.0, but she still did not feel stimulation and it was painful. She decreased to 7.9 and it was good for a while, but still painful. The patient also had always gone to the bathroom six times a day and soaked two pads during the night. Due to these issues, the healthcare provider (hcp) suggested the patient change programs. She was assisted in changing to program 2 at 4.6 volts and still did not feel stimulation. The patient also reported that she fell forward on her stomach and had a hip replacement on the same side as the implantable neurostimulator (ins). However, the lack of effect had occurred prior to these events and she could not say if her symptom control had changed after them.